Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of a single-piece monofocal lens displayed on a video monitor. Two areas are indicated with green circles. A small particle observed on the optic and a small linear material was observed at the haptic gusset area. A determination as to the nature and origin of the material cannot be determined from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the deposit appeared during surgery when the implant was placed, the deposit was completely removed from the eye by polishing during the initial procedure and the deposits were like small filaments. The patient's current health status was symptoms resolved. Additional information was requested.

Manufacturer narrative:
A used company cartridge was returned in the opened company pouch for lot. Viscoelastic was observed inside the cartridge. The tip had stress marks. Interior damage was observed on the left side of the tip. The cartridge had evidence of placement into a handpiece. Parallel (top and bottom) pressure marks were observed on the outside of the nozzle as if it were grasped or held by an instrument. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on left side of the tip. A photo was provided of a single-piece monofocal lens displayed on a video monitor. Two areas are indicated with green circles. A small particle observed on the optic and a small linear material was observed at the haptic gusset area. A determination as to the nature and origin of the material cannot be determined from the photo. Product history records were reviewed and documentation indicated the product met release criteria. An additional comprehensive record review was conducted by manufacturing science and technology (ms&t) technical steward. Qualified associated products were indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol(intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).